Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, water invaded the scope connector, during user handling causing the electrical components of the printed circuit board to be damaged. And the error message e315 was displayed. It is likely, external stress applied, during user handling caused the coating to peel. However, a definitive root cause could not be determined. The inspection method for the suggested event (e315 error) is described, as follows in the operation manual "chapter 3: preparation and inspection; 3.8: inspection of the endoscopic system¿. The inspection method for the suggested event (coating peeled off) is described, as follows in the operation manual for bf-290 series, "chapter 3: preparation and inspection; 3.3: inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and found that due to damage on charge coupled device unit, error e315 (scope err unsupported scope) occurs, and found the connecting tube coating was peeled. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope displayed error e315 (non-compatible endoscope error). There were no reports of patient harm.